Event description:
It was reported that the patient was not getting adequate therapy and the ipg was inoperable. It is not certain if the ipg depleted prematurely. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on aug 16, 2021. The patient has effective therapy post operatively.